Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent on (B)(6) 2013. Approximately five (5) years post initial procedure, a type iiib endoleak was detected during routine follow-up on (B)(6) 2018. Endologix became aware of the reported product problem on (B)(6) 2018. The physician plans to treat the patient and will continue to monitor.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported events of type iiia endoleak of the aortic components and type iiib endoleak of the proximal extension. The type iiib endoleak is likely device-related due to the use of strata material. The type iiia endoleak is likely anatomy-related due to aortic remodeling (increase in infrarenal neck from 37° at implant to 55° at the time of reported type iiia endoleak). The clinical assessment also determined that there was evidence to reasonably suggest stent cage dilation of the proximal extension (21%) occurred that was not included in the event as reported. Procedure-related harms for this complaint could not be determined. The final patient status was stable post secondary endovascular procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Correction: device code - remove 1354, result code - remove 3233, conclusion code - remove 11.

Event description:
Additional information received confirming that the physician elected to treat the patient by relining with a bifurcated afx2, a suprarenal afx, and ovation ix extender devices on (B)(6) 2019. The patient was reportedly stable pre and post secondary procedure, and the leaks were confirmed resolved. The clinical assessment confirmed that stent cage dilation of the proximal extension was also present at the time of the reported event.